Event description:
Center director reports, via a (B)(4), a case of postoperative keratoconus or ectasia, after lasik surgery. Post operative findings show patient experienced irregular astigmatism, and loss of bcva. Patient also reported blurry vision for the past two years. This report references the pt's left eye. Right eye is reported under MFR report # 1061857-2011-00011. Add'l info from uf report: possible keratoconus or ectasia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). The MFR internal reference number is: (B)(4). Add'l info from uf report: ladarvision. Excimer laser. Laser returned to alcon in 2009 from lasikplus office in (B)(4).